Event description:
A report was rec'd from the health authorities, that an ophthalmologist had reported an ulcer with associated conjunctival hyperemia, descement folds, corneal edema and reduced visual acuity. The pt did not return for a ophthalmologist stating that the ulcer occurred in the right eye of a pt, was para-centrally located, involved moderate pain and required treatment with tobrex, ciloxan, vitamin a, atropine 1%. No further info is available.